Event description:
Customer reported the system shut down during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and cleaned the high voltage (candlestick) connectors.